Event description:
It was reported that the patient's stimulation suddenly ceased after having "excellent pain relief" in the past. The patient's pain came back immediately after the stimulation stopped and was put on high doses of analgesics. He went back to the hospital for tests which were unable to produce any stimulation. X-rays were taken and no breakage was confirmed. It was later reported that the hcp re-operated and implanted a new lead and replaced the itrel 3 (model 7425) due to suspected moisture around the pocket. There was still no report of a lead fracture on new x-rays taken. It was reported that the hcp "does not think or suspect that any of the implanted parts are faulty." The hcp does think "that maybe the lead migrated a bit but he was unable to test and verify it intraoperatively."

Manufacturer narrative:
(B)(4)